Manufacturer narrative:
(B)(4). Health effect clinical code 4581 appropriate code/ term not available ; crying.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. It has been reported that readings were over 40 - 50% off. There were no reported glucose values available to search within the parkes error grid calculator. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. No injury or medical intervention was reported.